Manufacturer narrative:
Pump passed displacement test, prime/compromised force sensor alert test and excessive no delivery test, unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump received with reservoir tube lip completely broken off noted.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 300 mg/dl. The customer reported that they received a motor error alarm after changing the set. The customer reported that they dropped and there was a chip missing at the reservoir rim. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.